Manufacturer narrative:
E1: patient city: (B)(6) patient country: germany h11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in germany it was reported that the patient faced infusion set tubing detachment event close to site location on (B)(6)2024. The site was patient's arm and infusion set was used for four days. No further information was available